Event description:
It was reported that the device had resvol empty alarm. The alarm was silenced, tubing clamped, and pump turned off. Per pharmacy label, the rate was 2.2ml/hour to infuse over 48 hours. The pump was placed yesterday at approximately 2 pm and programmed rate on the pump was 5.4ml/hr. Infusion completed in approximately 18 hours, 30 hours sooner than the pharmacy label indicated. Patient reported that their scheduled disconnect appointment was not until tomorrow. The patient denied any adverse signs or symptoms. The distributor instructed the patient to contact the clinic for further instruction and to report discrepancy in rate. The patient stated that they would proceed to the clinic. Per pump settings, the rate was 5.4ml, resvol 0ml, given 100ml. Event occurred while in use with patient at hospital. Operator of the device was a health professional. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.